Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, during the hospitalization, the developed a blister from an unknown cause and was prescribed medicated dressings. The blister site healed but at two months post-implantation, the inferior portion of the incision displayed draining that required packing. Over the next month-and-a-half, the patient performed wet-to-dry dressings with dakins solution and had several in-office debridements. The incision was determined to be well-healed approximately three-and-a-half months from initial implantation.

Manufacturer narrative:
(B)(4) d10 medical devices: nexgen articular surface size ef 10 mm height catalog#: 00596404010 lot#: 62808241 nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 6 catalog#: 00598604702 lot#: 62662456 nexgen all poly patella standard cemented size 32 mm diameter catalog#: 00597206532 lot#: 62992323. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications.